Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. The customer's address is unknown. (B)(6) has been used as a default. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that 20 ml bd luer-lok¿ syringe had foreign matter. This was discovered before use, the following information was provided by the initial reporter: material no: 301031 batch no: unknown. It was reported that product was dirty / stained.

Event description:
It was reported that 20 ml bd luer-lok¿ syringe had foreign matter. This was discovered before use, the following information was provided by the initial reporter: material no: 301031 batch no: unknown it was reported that product was dirty / stained.

Manufacturer narrative:
Investigation: no sample was received for investigation. 18 photos were provided. 17 of them show products that are not manufactured at this site. One photo shows a needle assembly with the plastic shield. The plastic shield has embedded degraded resin. Which is not related to the symptom reported by the customer. No sample was received. No photo related to the symptom was provided. Therefore, sample analysis could not be performed, and the condition reported by the customer could not be confirmed. A device history review could not be completed as no batch number was provided.